Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient experienced diaphragmatic stimulation. The lead is still in use and no patient complications were reported as a result of this event.